Manufacturer narrative:
Product complaint #: (B)(4). Additional information: component code: g07002 - device not returned. Dehiscences of abdominal incisional wounds with evisceration, treated by oophorectomy. During cat oophorectomies, the veterinarian uses suture for the ligation of the ovarian pedicles, the suture of the abdominal wall and the skin suture. The cats have a collar for the return home. In (B)(6) 2022, about ten cats were seen again a few days after the oophorectomy (exact date not known), attempts have been made to obtain the product. If further details are received at a later date a supplemental medwatch will be sent a manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a feline animal underwent an oophorectomy on an unknown date in (B)(6) of 2022 and suture was used. The dehiscence of the abdominal incisional wound with evisceration. The cutaneous suture and especially those of the abdominal wall were as if "disintegrated": there was little suture left. The rupture of the suture occurred along its length, the start and end points of the overlock being present. The dehiscence was revised surgically, using the suture of the abdominal wall and suture for the skin stitches. Scar development was then normal.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/18/2023. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. The product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. The returned sample determined that seventeen packets that pertain to product code j316h were received for evaluation. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue related to damaged or breakage sutures and no defects were observed during evaluation. A functional test was performed, and the tensile strength results were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.